Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 1.5 years after the dental implant and abutment were placed in ada site 30 in the mouth, the implant lost osseointegration and was removed. Another implant and healing abutment was placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported over 1.5 years after the dental implant and abutment were placed in ada site 30 in the mouth, the implant lost osseointegration and was removed. Another implant and healing abutment was placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Manufacturer narrative:
The product was requested from the initial reporter. A follow up report will be submitted when the product is returned. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 1.5 years after the dental implant and abutment were placed in ada site 30 in the mouth, the implant lost osseointegration and was removed. Another implant and healing abutment was placed in the same site. There were no reported patient complications.